Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The central processing unit was replaced.

Event description:
The hospital reported that the unit shut down during a case. There was no reported patient injury.